Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a force bipolar instrument did not open and the joint area looked loose. There was no collision, or fragments that fell into the patient. However, there was an unclamping failure while gripping tissue and the customer tried unclamping several times. The customer tried reseating the sterile adapter and then replaced the instrument. It is unknown what type of tissue was trapped between the jaws of the instrument or if any tissue had to be excised to release the instrument. However, it was confirmed there was no bleeding due to the event. Overall, the procedure was delayed by 15 minutes. Per the customer, there was no injury to the patient, the procedure was completed robotically, the patient has been discharged, and no long-term complications are expected.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: b, c, d device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system showing 7 lives remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. The instrument was fully functional.